Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient had been in the hospital for a "long time" unrelated to the infusion device. The patient's blood glucose results were 509 mg/dl, 400 mg/dl, 209 mg/dl, and 366 mg/dl on an unknown device. The timeframe between these results was unknown. The patient was treated with insulin at the hospital.